Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 80 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Initially, reloading the same cartridge did not resolve the issue, so technical support guided the customer through filling and loading a new cartridge onto the pump following proper technique, which successfully resolved the problem.